Event description:
Caller reported that insulin gauge displayed an unexpected amount, with a current fill estimate of 0 units instead of the expected 200 units. There was no adverse impact to the customer's blood glucose level. Customer completed the necessary steps to address the issue, which included removing air from the cartridge and using room temperature insulin. With guidance, the caller loaded a new cartridge and checked the updated fill estimate, which showed no significant discrepancy. Although no issue was found in the cartridge fill process, the caller declined a cartridge replacement and requested a replacement for another component instead, which was processed for delivery.